Manufacturer narrative:
The involved sample was not kept. We have checked the history of complaints on both batches these devices, no similar event is registered. The batches review does not shown any deviation or non-conformity. There is a 100% control on the rounded tip during the manufacturing process.

Event description:
The tip of the umbilical catheter is not rounded and traumatizes the patient. No patient outcome has been reported and no further information are available.